Event description:
It was reported by the patient that he had had inguinal hernia repair procedure in 2011 and suture was used. Since then he has had an infection. He states he now has an infection that has gone to his gallbladder and it needs to be removed. No further information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07457. The same patient is represented in each medwatch.